Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 22, 2016. Method: actual device evaluated; device interaction testing; visual inspection; manufacturing review. Results: no failure detected. Conclusions: unable to confirm complaint. The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The sample was found to have no difficulties connecting to the cdi 500 monitors. The magnet strength was found to be within specifications. A definitive root cause could not be determined; therefore, this event is not confirmed. This event is associate with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Conclusion: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the error message "the cuvette has come off the connection" was displayed on the monitor. The cuvette was re-applied with no improvement. The cuvette was applied to the probe tightly with gauze and it was usable. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.